Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in pain relief. X-ray imaging confirmed lead migration. A lead revision procedure was completed to reposition the leads and replace the anchors.